Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolism and acute embolism. Approximately eleven months post filter deployment, it was alleged that the filter tilted. The device has not been removed after an attempted but unsuccessful percutaneous removal. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review:a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eleven months later, the patient presented for filter removal, micro-puncture assess of the right internal jugular vein was performed. Cavogram revealed the filter centered within the inferior vena cava. Using a retrieval device, multiple attempts were made to remove the filter without success due to anterior filter tilt. Several of the filter legs became entangled in the snare and wire displaced. An attempt was made to remove the device using two different endoscopy forceps without success. Exchange was made for a 16 french vascular sheath, which was positioned just to the filter. An attempt was made to portable the filter into the sheath using the glidewire, which was engaged within the legs of the filter, it was unsuccessful due to extensive anterior filter tilt. Denali filter retrieval was failed. Therefore, the investigation is confirmed for alleged retrieval difficulties. However, the investigation is inconclusive for filter tilt.based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 06/2020),g4 h11: b3, h6(result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation; however, medical records were provided for review. The investigation of the reported event is currently underway. (Expiry date: 06/2020).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolism and acute embolism. Approximately eleven months post filter deployment, it was alleged that the filter tilted and the device has not been removed after an attempted but unsuccessful percutaneous removal. The current status of the patient is unknown.